Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor glucose versus blood glucose large differential. Customer advised the sensor broke off when they tried replacing the old one with the new. Customer's blood glucose was 161 mg/dl. Customer's sensor glucose level was 203 mg/dl. Troubleshooting for sensor glucose and blood glucose was performed. Customer was advised the issue was most likely due to sensor not properly inserted which prevented the sensor from properly tracking glucose. Customer's current isig value was 26.46 and current blood glucose was 311 mg/dl.